Event description:
(B)(6) was informed that on 24 october 2023 in (B)(6) hospital (B)(6), an employee injured her neck and left arm while transferring the patient. Following information reported while the caregiver was "pulling the roller board out from under the patient, felt a pop in left shoulder and neck and left arm. The arm and fingers on the left side are numb and caregivers can't raise the left arm". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).